Event description:
In 2009, a patient contacted our firm stating that he/she had experienced ocular events while wearing acuvue oasys contact lenses (cl). The pt stated that three days prior to contact, he/she saw his/her eye care professional (ecp) and was diagnosed with "small ulcers" in the os. The pt slept in lenses 6 nights, removed and replaced with new ones. The pt stated that he/she never uses disinfecting solution. The pt stated that the same day, he/she saw his/her ecp who stated that his/her lenses were "fitting too tight" and that was why he/she was experiencing "corneal ulcers". The pt discarded the suspect product. The treating ecp reported that the pt had been wearing acuvue oasys brand since 2005. The pt was recently switched from oasys 8.4 base curve to oasys 8.8 base curve. The ecp stated that the pt had "abused lenses for quite some time" and he/she slept in them for a month at a time even though he had advised against it. Clinic notes received from the treating ecp revealed an adverse event in 2008. The event in 12/2008 reported in MDR 1033553-2009-00080. The ecp stated that pt presented in 2009 with 3 small ulcers os. The ecp stated that they "were infectious in nature". A culture was not performed. The pt was placed on zymar gtts until he/she returned for a follow up visit ten days later. Five days later, the ecp reported that the pt changed the return appt for two days, but he/she was a no show.

Manufacturer narrative:
Suspect product was discarded by pt. Any additional information will be submitted within 30 days of receipt. A lot history review was not performed because lot numbers were not available. MDR reportable events are reviewed in quarterly management review meetings. Device labeling single use or reuse. No conclusion can be drawn.